Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were cycling and saw that the cgm was displaying a reading of 90 mg/dl. The patient then began to recognize symptoms of hypoglycemia and stated he felt dizzy and his vision was blurred. He rushed home and took a finger stick reading and the bg meter reading was displaying 55 mg/dl. The patient treated himself by taking 2 dextrose tablets and felt better. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available.